Event description:
It was reported that (1) device was used during an ear-nose-throat procedure. It was reported by the rep that the ets35 (tsb35) device jammed. No further information could be provided. There was no consequence to the pt.